Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlc75 instrument locked during the procedure. A gia instrument was used to complete the case. There was an extended operating room time of 10 minutes. No adverse outcome occurred to the pt.